Event description:
It was initially reported that an alarm was heard and confirmed by telemetry. When interrogated the device read pump memory error, incomplete telemetry occurred and the pump may be in stopped mode. On re-interrogation the pump was in stopped mode and a re-programming was planned. It was later noted that the event occurred during an implant procedure while the pump was being updated on the back table prime. It was noted that initially the MFR representative had interrogated the new pump without a problem; he was updating the pump to a run state and was having difficulty with the update. About half way through the update he received a pump memory error and the pump was stopped; he re-interrogated the pump and re-programmed the pump at which point it was successful. Pump logs were checked and they were normal. It was added that there were sources of potential emi present - a c-arm in the room that was on, but was not being used at the time. The cause of the event could not be confirmed. The pump was implanted successfully and patient was noted as doing fine. Post-operative status of the patient was unknown. Drug infused was morphine 30mg/ml at a daily dose of 8.501mg.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: 2007-(B)(6), explanted: unk; physician programmer model: 8840, serial #: unk.